Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent was not confirmed. The inaccurate delivery could not be replicated as the stent had already been deployed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported for difficult to deploy for inaccurate delivery for this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. A 7.0x60mmx135cm absolute pro self-expanding stent system (sess) was successfully deployed in the distal lesion. The 7.0x20mmx135cm absolute procsess was successfully advanced to the lesion; however, the thumbwheel was difficult to turn causing the stent to jump forward during deployment into the distally placed stent implant (not into healthy tissue). An unplanned 7.0x40mmx135cm absolute pro was deployed to treat the untreated portion of the target lesion. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.